Manufacturer narrative:
Service was not dispatched for this event as the issue was resolved during the initial troubleshooting via the telephone. No sample collection or centrifugation data was supplied by the customer. This reportable event was identified during a retrospective review of product complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events. This medwatch is related to the original MDR 2122870-2010-00427, patient number one. Related mdrs: 2122870-2011-01179, 01180, 01394, 01395, 01396, 01397, 01398, 01399, 01400.

Event description:
The customer alleged higher thyroid-stimulating hormone (tsh) results on eleven patients' samples involving the unicel dxc 600i synchron access clinical system. This report refers to patient number four. It was determined the customer had incorrectly loaded a creatine kinase-mb (ck-mb) reagent pack in place of the tsh reagent pack. Three erroneous results were reported out of the laboratory. These samples were retested using a tsh reagent pack and produced lower results within the normal reference range. It is unknown if the other eight patients' results were reported out of the laboratory or if patient treatment was affected.